Event description:
The customer alleged they received questionable free triiodothyronine (ft3) results on their e-module for two patients. The specific date of this event was requested but not provided. The first patient's ft3 results from the e-module were 5.6 pg/ml and 5.65 pg/ml. The sample was tested on an immulite analyzer and the result was 3.66 pg/ml. The second patient's ft3 results from the e-module were 14.2 pg/ml and 14.4 pg/ml. The sample was tested on an immulite analyzer and the result was 3.22 pg/ml. Information on whether any results were reported outside the laboratory was requested but not provided. Information on whether the patients were adversely affected was requested but not provided. The ft3 reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
Additional information has been provided. The second patient was a (B)(6) old male.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Patient samples were returned for investigation. A interfering factor to the ft3 reagent was identified for both patient samples. This interference is listed in the product labeling.